Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently the patients received more IV fluid than intended. The tubing sets were being used in the preoperative area to deliver unspecified amounts of lactated ringer's solution. After unspecified lengths of time in use, it was reported that the "bags emptied." There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated there was difficulty controlling flow with "the new clamp." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.